Event description:
Boston scientific crm received information that during a recent device upgrade procedure they physician elected to remove the chronic pacing lead and replace with a high voltage shocking lead. While trying to remove the passive fixation lead from the patient, the lead tip fractured and lodged in the patients superior vena cava. The physician made the decision to surgically abandon that portion and it was left in the patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.